Event description:
It was reported that there was high impedance, unstable threshold and fracture. The lead was partially removed/capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) the actual device was not received for evaluation, but performance data was collected from the device and analyzed. High lv (left ventricular) impedance was noted. The lv impedance measurement increased from the initial readings in the 200 - 300 ohm range to values as high as 16352 ohms. (B) (4) low telemetered battery voltage was observed. The battery voltage measured was 2.65v approximately 29 months after implant.

Event description:
It was initially reported the lv (left ventricular) lead impedance varied from 224 to 1936 ohms in several (greater than 10) measurements. It was noted that the patient had received external cardioversion recently. Approximately nine months later, it was reported the lv lead "failed," and the impedance had increased in (B) (6) 2008. The device was reported to be "coming up short." The exact cause of the device battery depletion could not be determined but was noted as probable normal depletion due to programming. Follow-up attempts were unable to obtain additional information or to confirm the status of the lead and the device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data was collected from the device and analyzed. High lv (left ventricular) impedance was noted. The lv impedance measurement increased from the initial readings in the 200 - 300 ohm range to values as high as 16352 ohms. (B)(4) low telemetered battery voltage was observed. The battery voltage measured was 2.65v approximately 29 months after implant. Additional information: evaluation summary; (B)(4) the proximal portion of the lead was returned for analysis where it was discovered that the outer insulation was breached. Body fluid was present on the lead.